Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause of the broken wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that she was receiving frequent check therapy electrode message. The pt was issued a replacement electrode belt.